Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the touch screen froze and the device shut down without an alarm while the unit was in use on a patient. The user was unable to change any parameters. The user switched the patient to another device. There was no patient harm.